Event description:
It was reported that the patient underwent surgery on (B)(6) 2007 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03614. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh implanted due to stress urinary incontinence, fallen bladder, urinary frequency and urgency, and cystocele. The patient experienced re-prolapses of her bladder, bladder infections, abnormal bowel movements, lower abdominal pain and extreme fatigue. The physician informed patient that the mesh had twisted up and the sling had not worked and patient has erosion and painful intercourse. These conditions have caused patient severe stress. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it is reported that the patient is experiencing discomfort and recurrent prolapse. (B)(4). Discomfort. Recurrent prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.